Event description:
It was reported that the helix appeared to be half way extended during the implant of the lead. The physician was unable to retract or extend the helix. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.